Event description:
Staff members monitoring a pt (age and gender unk). They indicated that the units monitor screen was displaying characters, but not an ECG trace. There is no indication of any adverse effect on the pt.